Event description:
On (B)(6) 2024: the customer called while in process of changing the insulin delivery supplies on the ilet and reported that insulin kept "going missing" after they would fill the insulin cartridge with insulin. During troubleshooting it was found that the user had "brief training" on the ilet and they were attempting to self-start. The user was attached to the infusion set which was connected to the insulin cartridge. The user was refilling the insulin cartridge and then pushing it into the ilet without rewinding the piston, inadvertently injecting the cartridge of insulin into them via infusion set. At the time of the call, the user's blood glucose levels were 77 mg/dl and the user was eating skittles candy in attempts at bringing up their bg levels. The user was advised to keep eating skittles and to contact emergency services. Upon follow up, it was discovered that the user was assisted by the fire department who gave juice to the user before being transported to the hospital by paramedics. The user lost consciousness briefly while in the ambulance with a bg of 23 mg/dl. While at the hospital, the user was treated in the emergency room (ER) with intravenous fluids, carbohydrates, potassium and glucose tablets and released the same day. The user has since undergone ilet training.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.